Event description:
It was reported that opening the sterile taper sleeve implant. Removed containers from box, peeled sealed cover from outer container briskly, only to have the inner container which was stuck to the outer container lid flipped out onto the nurse's forearm and was caught there. The inner container was carefully opened to find that the packing foam was stuck to the inner container lid,

Manufacturer narrative:
It was noted that the packaging was discarded by the hospital and the device was implanted. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not available.